Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the bracket was broken near the welded cross brace tab. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace had a broken weld at the location of the pivot link attachment bracket. However, the underlying cause could not be determined.

Event description:
The dealer stated that the crossbrace is broken at weld on that bracket piece where the pivot link attaches to the crossbrace.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the crossbrace is broken at weld on that bracket piece where the pivot link attaches to the crossbrace.